Manufacturer narrative:
Per the clinic, the patient underwent a second skin revision surgery on (B)(6) 2013, due to reoccurrence of excess skin around the implant site. The site has healed and the patient resumed use of the device. This report is filed december 3, 2013. Implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise the excess skin around the implant site. During the same procedure, the abutment was exchanged. The implanted device remains.